Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00065. It was reported the patient experienced ineffective stimulation with the drg system. During the surgery on 7 december 2023 to explant the system the physician was unable to explant the s1 lead due to scar tissue. Surgical intervention may take place at a later date to explant the s1 lead. The scs system that was implanted is providing effective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.